Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip causing them to be misaligned. There was a 0.99 mm offset at the tips. The grips were not found to be cracked.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument would not close properly, slipped out of hinge. The procedure was completed with no reported injury.